Manufacturer narrative:
The tech replaced the trendelenburg and cardiopulmonary resuscitation valve to resolve the issue.

Event description:
The technician alleged loss of trendelenburg function. No pt impact.